Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges leaky headsets and wet adhesives. Caller reported the issue with three infusion sets form the same lot. No adverse event reported. Requested return of the alleged device for evaluation.